Event description:
It was reported that the customer was hospitalized with low blood sugars. Nurse does not feel the pump needs troubleshooting, but a pump trainer needs to come out personally to assist the customer since their sugars are always fluctuating. Medtronic sales rep was notified regarding this request.